Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/ failure to occlude') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), 3 days after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), pelvic pain ("pain") and abdominal pain lower ("lower stomach pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, pelvic pain, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device dislocation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: malposition left essure microinsert with patent left fallopian tube. Right tubal occlusion with essure unilateral occlusion (right tube occluded);. Imaging procedure - on (B)(6) 2013: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs receives. Lab data added. Events ; pain, abnormal bleeding vaginal, lower stomach pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/ failure to occlude') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, metrorrhagia, genital haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, device dislocation, genital haemorrhage, menorrhagia, metrorrhagia and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: bleeding: menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),general abnormal bleeding, bladder/urinary problems, malposition of essure device. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.